Event description:
The patient experienced restenosis approximately 10 months post stent implantation. During follow-up for cag focal restenosis of 69% was observed in the inside of the implanted stent. The lesion was the proximal left anterior descending. To treat the restenosis, pci was conducted and a 3.0x18mm cypher stent was implanted at 16 atm for 16-30 seconds. Post dilation was conducted with a 3.5x15mm balloon at 20 atm.